Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient explained there was air in the patient line. Gts advised the patient to cycle power twice to clear the error, and start over with new supplies. Product surveillance contacted the patient who explained there was no visible damage or abnormalities with the cassette, nor were there any separations or disconnections. The patient explained the sample was discarded and he did not retain the lot number. The patient further explained he had not notified his nurse, and product surveillance advised them to do so. The patient was able to continue therapy successfully with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.